Manufacturer narrative:
The insulin pump alarmed during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the insulin pump passed idle current test, run current test and displacement test. Unable to perform self-test, off no power test, a21 error test, occlusion test and no delivery test due to a33 alarm. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that he was unable to get past the manual prime after changing the set. The insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 258 mg/dl. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.